Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual test was performed, and a damaged dso seal was found. Preventative service and secondary repairs were performed including the replacement of the dso seal. The pump was put through functional testing and passed.the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gives wrong debit. There was unknown patient involvement.